Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line alarm when there is no air in line, the downstream occlusion seal is bubbled, and the device needs to be updated to software version 1.6. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a bubbled dso seal, worn uso seal, scratched lens and cracked battery compartment. A review of the event history log found medium alarm displayed: cannot start pump. The customer's reported problem was duplicated by functional testing. The device will need to be upgraded. The dso seal was bubbled and the air detector was not functioning in manufacturing utility mode. Additionally, the device failed the pressure test, indicating an issue with its ability to detect and alarm for air in the line. The device requires an upgrade, as the dso seal was damaged and the inoperable air detector caused the problem. The latest software version was upgraded and the dso seal and air detector were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.